Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. No high pitch grinding sound during rewind noted. Device received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube window and belt clip slot. Device received with broken battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that there were cracks on the device. Customer's blood glucose was unknown. Customer mentioned the device would make a high pitch sound during rewind. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.